Event description:
Gambro clinical nurse reported that one of the patients had a very unstable dialysis and came off dialysis well above the weight the nurses were targeting. Apparently, there were adjustments made to the ultrafiltration rate, during treatment and saline was given to the patient to maintain patient's blood pressure.

Manufacturer narrative:
The medical staff reduced the uf rate because it was too high for the patient and it caused her faintness. Therefore, the machine error mitigated the impact of the treatment setting on the patient's health conditions. Even is the machine was working properly the medical staff would still have to reduce the uf rate and the initial target weight loss would not have been reached. Therefore, the additional treatment required to reach the desired total fluid removal rate was required as a consequence of the patient intolerance against the treatment rather than a machine malfunction.